Manufacturer narrative:
The t:slim x2 pump user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted normally until the pump shut down while the customer was sleeping. The customer's blood glucose (bg) level was 504 with ketone level identified as dangerous. Reportedly, customer treated bg by using supplemental oxygen, anti-nausea medication and insulin injection. A home nurse assisted the customer with treatment for bg. The customer restarted the pump and resumed insulin delivery. The customer was instructed to charge the pump regularly. Customer acknowledged.